Manufacturer narrative:
Patient information unavailable from facility. Device evaluation: the turbo elite device was evaluated on 18 april, 2019 by a (B)(4) team. The team confirmed the catheter working length was severely bent, kinked and damaged at 16 cm and 19 cm from the distal tip. A breach in the device's outer jacket was confirmed via microscopic examination. This was determined to be a use issue.

Event description:
A peripheral procedure commenced to treat a stenosed vessel in a mid to distal superficial femoral artery of mixed morphology and moderate calcification. The physician reportedly successfully crossed the lesion with a wire, and then with a crossing catheter. A spectranetics turbo elite device was then used to treat the lesion. The physician reportedly met resistance while lasing; he was able to cross the lesion, but it was tight. The fluency of the device was increased and another pass was attempted at crossing the lesion again. However, the physician reported that passing the laser "didn't feel right" and removed the device to observe it. The device was reportedly mangled. The physician then used another turbo elite device to complete the procedure successfully with no reported patient harm. When the turbo elite device was returned to the manufacturer and evaluated, it was discovered that there was a breach in the device's outer jacket. This report is being submitted due to the potential for exposure to manufacturing materials and accidental radiation.